Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During the use of the patient, a sudden equipment failure occurred. "" error referenc "is displayed. There were no standby machine, thus they used emergency manual mode. No harm to patient was reported. (B)(4).

Manufacturer narrative:
It was reported that during the use of the patient, on the rotaflow console the failure " error reference" was displayed. A getinge field service technician was onsite to investigate the device in question. According to the service order (B)(4) the technician replaced the flow measurement board (701011681) and the rotaflow console works normally. The reported failure "error reference" was already investigated by our lce in complaint (B)(4). Most probable root causes could be determined: the condensator c109 has a partial break-through which overloads the voltage converter which lead to the reported error. The reported failure "error reference " occurred during use and could be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).